Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report skin irritation on (B)(6) 2014. Patient stated there were tiny, red pimple-like itchy sores. Patient sought medical intervention and patient's physician stated it could be from the medication that the patient is taking. At the time of contact with dexcom technical support, patient was itchy.

Manufacturer narrative:
(B)(4).